Event description:
It was reported that a spectrum pump had a malfunctioning keypad with an intermittent response. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom,keypad is intermittent - some double counting of key presses, which was not reproduced. The reported symptom could not be confirmed through the history log. The device passed all testing performed during evaluation. No component could be identified for causality. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-06594 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.